Event description:
Customer reported device = 300 - 400 mg/dl. Ambulance was called. Ambulance = 168 mg/dl. Customer was taken to hospital. Hospital device = 158 mg/dl and customer was admitted to hospital. Hospital treated customer with insulin shots. Controls were used and in range. A request was made for return product and replacement product was sent.